Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e nlw1616c120ee, serial/lot #: (B)(4), ubd: 07-oct-2012, UDI#: (B)(4); product ID: etlw1616c82ee, serial/lot #: (B)(4), ubd: 21-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a type ii endoleak. It was reported approximately 3 months post the index procedure an unknown endoleak was observed on follow up CT. The cause of the event is undetermined. No additional sequelae were reported.

Manufacturer narrative:
It was reported endotension was observed again on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received- it was reported that the intervention performed was to resolve a type I endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was reported that the aneurysm expansion has resolved. If information is provided in the future, a supplemental report will be issued.